Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silastic foley catheter fell out of the patient with a deflated balloon a day after placement. There was no patient injury.

Manufacturer narrative:
The reported event was unconfirmed. The device was received open and with original packaging. No obvious defects were observed, such as flashing, lumps, or ridges. Urine encrustation was observed on the eye. A leur lock syringe was used to inflate the device with 10ml inflation volume. No leaks were observed. The inflated balloon was asymmetrical. It was observed to be approximately 85% inflation volume on one side. The balloon inflated and deflated with no issue. No leaks were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. English warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Bard is a trademark and/or registered trademark of c. R. Bard, inc. Silastic is a registered trademark of dow corning corporation. Single use only. Do not reuse. Do not resterilize consult. Instructions for use. (B)(6). Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the silastic foley catheter fell out of the patient with a deflated balloon a day after placement. There was no patient injury.